Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response and a button error alarm was noted due to the corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 52 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported the insulin pump may have been exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.